Event description:
Device could not be interrogated. The patient has a heart mate 3. The heart failure team was going to be consulted to see if there was anything that could be done to the adjust the heart mate settings or frequency to allow biotronik device to make a successful connection. Device and patient will be evaluated further. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was explanted 04-mar-2025. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.